Event description:
It was reported that when using the bd pyxis¿ es server had interface issues for 15 minutes and failed to communicate. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device had interface issues and was not communicating. The technical support specialist (tss) engaged with product support engineer (pse) and customer on a team's call, supported investigation on the application server, and followed recommendation to reboot all servers in sequence. Post-reboot, tss confirmed all stations were online and communicating. Tss then accessed the enterprise application server, verified required services were running, confirmed no interface delays or notices, checked system performance, validated extract transform load job execution in structured query language server agent, and confirmed no server downtime or interface delay entries. The system functioned as intended after the technical support specialist troubleshot the device.